Manufacturer narrative:
The device was evaluate dby zoll medical corporation. The customer's report was duplicated and attributed to a disconnected lcd color cable to a connector. The color cable will be reseated to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement at the time of the reported malfunction.